Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down. A technical support specialist (tss) found the patient encounter system (pes) inaccessible during a remote session. The tss checked iis and found that only the patient encounter system bind had been updated with the certificate, leaving the other two services unchanged. The tss assigned the correct certificate, ran the enterprise server platform configuration tool without errors, and confirmed that pes and health sight viewer were accessible. The tss also verified that messages were crossing fine and tested logging into the server without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was down, unable to access the pyxis server. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.